Manufacturer narrative:
H10, h2, h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations related to the use limiting function of the wand. A review of risk management files found that the reported failure was documented appropriately. Visual inspection of the device showed minimal erosion of the electrode screen and some contamination of the tip. The device's resistance was measure to be 1.4kohms. The device was connected to a known good controller which displayed an "e7 error". The device was then connected to the known good controller using a bypass box, which revealed the device performed as intended. The image provided by the customer showed the device, but did not reveal any information regarding the functionality. The complaint was verified as the device displayed an error. The root cause was determined to be reuse of a single use device. Factors, which may have contributed to the reported complaint include: 1) an e3 will occur if a use-limiting wand exceeds its total active life or remains connected to a generator longer than its total life. 2) an error e-3 will also occur if a use-limiting wand that has been formerly used is either reconnected of remains connected to a generator that has been powered off and powered on again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy capsular release procedure, the surgeon was using the multivac 50 wand for about 30 mins and an error message pop up reflecting e3. No significant delay and a change to super turbovac 90 as requested by surgeon to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.